Event description:
The pt has worn natural touch hazel lenses since 8/96 without difficulty. She purchased additional pairs (willow green & blue) in march. After wearing the willow green lenses for about 1 mo, the pt complained of pain and itching of both eyes. The dr. Diagnosed infiltrates ou and advised pt to discontinue lens wear for 7 days. The dr. Prescribed pred-g suspension qid. Pt attempted to wear the willow green lenses in june 97, at which time an ulcer had devloped in the left eye. Dr. Treated the ulcer with pred-g and advised the pt to discontinue lens wear until resolved. Pt had been able to wear other natural touch lenses without any problems. Dr. Questions if the willow green lenses are defective.